Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: based on the medical records received: patient had a history of atrial fibrillation, irregular heart rate and heart rhythm, morbid obesity and hypertension. A vena cava filter was deployed for a pending gastric bypass surgery. The filter was deployed 1 to 2 cm inferior to the renal takeoffs. The gastric bypass surgery was performed five days post filter deployment. Approximately 4 months post filter deployment a vena cava gram demonstrated the filter located at the right atrial caval junction. Several attempts were made percutaneously to remove the filter; however, due to the history of chronic atrial fibrillation the procedure was concluded. Patient was in stable condition at the conclusion of the procedure. The following day, a cardiopulmonary bypass surgery was performed and the filter was removed successfully. Patient tolerated the procedure well and was hemodynamically stable at the conclusion of the surgery. The patient was discharged from the hospital five days later in stable condition. A follow-up physician visit one week post surgical procedure indicated the patient was chronically limited to the activities due to weight. Approximately three years post surgical procedure, patient presented to the emergency department for shortness of breath. Clinical impression indicated the patient had congestive heart failure. Patient was discharged in stable condition. 45 days later, emt paramedics were called to the patient¿s home and patient was found to be unresponsive. CPR was initiated to included medications and an AED defibrillator; despite all efforts made the patient could not be revived. According to the death certificate, the immediate cause of death was dilated cardiomyopathy; the certified manner of death was reported as natural causes. The pathologist report identified the cause of death as a fatal cardiac arrhythmia secondary to biventricular dilated cardiomyopathy. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: medical records were provided. The filter was implanted successfully below the left renal takeoff several days prior to gastric bypass surgery. Allegedly the patient had known history for atrial fibrillation and hypertension. Approximately four months after deployment, a vena cava gram allegedly identified the filter to be located at the junction of the vena cava and right atrium. Several unsuccessful attempts were allegedly made to retrieve the filter percutaneously. Allegedly the filter was surgically removed the next day. The patient was reported to have tolerated the procedure well and hemodynamically stable. Based on the medical record review, cephalad migration and difficult to remove can be confirmed. It is possible that the patient's gastric bypass surgery or the patient's weight contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient had history of atrial fibrillation, irregular heart rate, morbid obesity, and hypertension. A vena cava filter was successfully deployed inferior to the renal takeoffs for a pending gastric bypass surgery. Approximately four months post filter deployment a vena cava gram demonstrated the filter was located at the junction of the vena cava and right atrium. Several percutaneous attempts were made to capture and retrieve the migrated filter unsuccessfully. The patient was scheduled for a surgical filter removal due to history of atrial fibrillation. Approximately 19 hours post unsuccessful filter retrieval attempt made, a cardiopulmonary bypass surgery was performed. The filter was successfully removed from the junction of the vena cava and right atrium without complications. The patient was reported to be hemodynamically stable at the conclusion of the surgery.